Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated steps to resolve the issue included resting and making a few adjustments to the intensity of the device.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that on (B)(6) 2016 she fell inside her vehicle and struck her side on the console inside her car. The patient had since had a pain in her right leg, causing her to not be able to walk. The patient went to the emergency room. The representative was going to meet with the patient on (B)(6) 2016 to reprogram to cover the additional areas of pain per patient and to perform impedance check on the leads. It was subsequently reported that the patient did not show up for the appointment. The indication for implant was radiculopathy and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.